Event description:
A hospital in (B)(6) reported via a distributor that water leaked at the connection between the water feedset tube and spike of an mr290v vented autofeed humidification chamber. This was observed prior to patient use.

Event description:
A hospital in (B)(6) reported via a distributor that water leaked at the connection between the water feedset tube and spike of an mr290v vented autofeed humidification chamber. This was observed prior to patient use.

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v chamber was visually inspected for damage and was connected to a water bag for functional testing. Results: the chamber filled normally when connected to a water bag; however, once the chamber had filled, small drops of water were observed to leak from the connection between the feedset tube and water bag spike. Inspection showed that insufficient glue had been applied between the connection of the feedset tube and spike, causing the leak. A lot check revealed nine other complaints of this nature for lot number 100218. Conclusion: all chambers are pressure tested before leaving the production line and any holes or leaks in the feedset are identified during this process. Our user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." The waterfeed tubing is attached to the spike by an automated gluing process. As part of our ongoing improvement process, additional glue is now applied to the water feedset spike during the automated assembly. (B)(4).